Manufacturer narrative:
The report of damage to the outer cover of the modular cable was confirmed through submitted photographs. Examination of these photos revealed a split in the polyurethane jacket, exposing the braided armor layer. Areas of discoloration were also noted along the polyurethane jacket. The distal bend relief also appeared to have discolored to a dark, yellowish gray. A specific cause for these observations could not conclusively be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year, 3 months. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was damage to the outer cover of the modular cable. There was no reported impact to pump function or to the patient. A silicone wrap was temporarily applied to the damaged part of the outer cover. The modular cable was later replaced. No additional information was provided.